Event description:
It was reported that the wake button was intermittently not working and was extremely difficult to press causing the pump screen to stay dark. Reportedly, the customer experienced an elevated blood glucose; value was not provided, that led to a visit to the emergency room. The customer also experienced ketones that the healthcare provider considered dangerous. Customer was treated with intravenous fluids of saline and insulin resolving the issue. No permanent damage was identified. Customer is pending being released from the hospital and declined follow up to obtain further details on release date. Customer was switched to multiple daily injections as backup insulin therapy.